Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the user kinked the biopsy channel and caused the forceps not to be advanced or withdrawn and resulted in delay of procedure. However, the root cause could not be specified. The event can be detected by following the instructions for use which state: " inspection of the instrument channel and forceps elevator". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon testing of the returned device and the issue was not confirmed. The evaluation found the following: 1.) The customer sticker at bce dnr was illegible, 2.) Deep kinks were noted at the forceps passage channel, and 3.) Cracks were noted at the bending section cover adhesive. The investigation is ongoing, and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during the endoscopic retrograde cholangiopancreatography (ercp) procedure, while repositioning into, the guidewire was caught behind the elevator apparatus which caused the wire and elevator unable to be advanced or withdrawn. The procedure was delayed for 10 minutes to obtain another scope. There were no reports of patient harm associated with this event.